Event description:
It was reported that the pulse generator exhibited sensing values of 4mv during implantation. After the leads were connected, the device did not recognize the p waves. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.